Event description:
Sorin group received a report that the sorin bcd vanguard cardioplegia de-primed during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin bcd vanguard cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin bcd vanguard cardioplegia de-primed during set up. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.